Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix ant mesh. Later the patient experienced recurrent prolapse. Avoidance of lifting heavy objects was the treatment noted. No explant procedure, subsequent treatments and/or therapies were reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report, additionally, it is unknown if any other complications and/or medical interventions were perfromed. Device not returned.